Event description:
A patient reported that he has had multiple episodes of in-stent restenosis. The patient underwent the implantation of two cypher stents in his left anterior descending (lad) artery. He experienced shortness of breath and had the implantation of one cypher stent (unknown artery) approximately three days later. He continued to have shortness of breath and six days later, three additional cypher stents were implanted in an unknown artery. The shortness of breath continued and he had the implantation of one taxus stent approximately seven days later. The patient was still experiencing shortness of breath and had an additional two taxus stents implanted approximately eleven months after his initial cypher stent implantation. The shortness of breath continued and approximately six months later, he had three unspecified stents implanted (arteries unknown). The shortness of breath continued and approximately two months later, he had one endeavor stent placed in an unknown coronary artery. He continued to be symptomatic and had one additional unknown stent placed in an unknown coronary artery three months alter. His symptoms continued and he had one cypher stent implanted 2 months later. Attempts to obtain medical confirmation of this case have not yet been successful.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00049 and 3003742446-2009-00050. Additional information will be submitted within 30 days of receipt.